Event description:
Ous MDR - after an implantation period of about 47 months, impedance values > 3000 ohm were reported. Furthermore oversensing with inappropriate therapy was observed. At the moment, no further information with regard to this incident are available. Should we receive more details, this report will be updated. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The available iegms confirmed the presence of artifacts in the rv channel, which led to the detection of vf episodes. Shocks were delivered. Further the data revealed an out of range pacing impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.